Event description:
Additional information: patient was treated with medrol dose pak, cipro, hyaluronidase, and hyaluronidase + kenalog. Symptoms have not fully resolved; the nodules with concomitant edema and pain are still present, they have gotten smaller and softer to touch but still remain.

Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of ¿nodules formed in all the places the patient was injected in¿ and ¿patient had initial angioedema reaction and pain¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions: patients may experience late-onset adverse events with use of dermal fillers, including juvéderm vollure¿ xc. Refer to adverse events section for details. Adverse events: the most common isrs that lasted for 8-30 days after initial treatment were: firmness (42.6%, 46/108), lumps/bumps (36.0%, 36/100), and discoloration (24.2%, 8/33). Aes after initial/touch-up treatment occurring in = 5% of nlfs included injection site bruising, erythema, pain, discoloration, pruritus, reaction, and facial asymmetry. All other aes occurred in < 5% of nlfs and included injection site mass, pain, bruising, erythema, discoloration, and swelling. Aes at the nlfs after initial/touch-up treatment that required treatment included swelling treated with antihistamines and nsaids, injection site erythema treated with antibiotics, and skin mass that was biopsied and treated with steroids. One subject had mild injection site swelling that occurred after initial/touch-up treatment and was ongoing at the end of the study. This ae did not require treatment. Three adverse events at the juvéderm vollure¿ xc nlfs occurred weeks to months after the injection procedure. These events included mild swelling, moderate skin mass, and severe itching. Swelling was treated with fexofenadine hydrochloride and ibuprofen, the skin mass was treated with triamcinolone, and the itching did not require any treatment. All 3 events resolved without sequelae. Health care professional instructions: the injection technique may vary with regard to the angle and orientation of the bevel, the depth of injection, and the quantity administered. Different techniques such as serial puncture, tunneling, fanning, cross-hatching or a combination has been used to achieve optimal results. Injecting the product too superficially may result in visible lumps and/or discoloration.

Event description:
Health professional reported that after injection in the nasolabial folds and marionette lines with juvederm® vollure "nodules formed in all the places the patient was injected in", and the patient experienced "initial angioedema reaction", and "pain." Treatment was noted as sirpo. Event resolution is unknown at this time.

Manufacturer narrative:
Upon further review, the description of event has been updated to reflect the additional information received.

Event description:
Additional information: as of 5 months post injection patient symptoms have 98% resolved and patient is continuing observation at this time.